Event description:
While pt having thoracoscopy right upper lobe, the dr. Attempted to use an endopath tharacic elc. It tore the tissue and the physician had to do an open resection, thoracotomy, right upper lobectomy.